Manufacturer narrative:
81 other - the customer reported that upper alarm limit will continuously alarm when set at 25 even though the mean airway pressure was 18. Excessive rainout in circuit. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device would not hold mean airway pressure during use on a patient on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire field service representative (fsr) went onsite to evaluate the reported issue. The reported issue was duplicated by fsr. A loose connection on the back of the elbow connector was noted. The fsr tightened the connection. He ran a performance check and it passed. All tests passed the required criteria and the 3100a ventilator met factory specifications. The reported issue was resolved.